Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. The root cause will be found out as soon the sample is on hand and the investigation is finished.

Event description:
Customer complaints blood leak during treatment. The blood loss was 10ml. No pt harm and no medical intervention was needed.